Manufacturer narrative:
An event of deformity of device upon deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 12 mm amplatzer vascular plug ii device was chosen for a thoracic aortic aneurysm (taa) case. During procedure, the device was attempted to be deployed in the right subclavian artery, but the device did not take the proper shape. The device was removed from the patient, and the case was abandoned. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.